Event description:
It was reported that a patient suffered from contact dermatitis whilst using opsite, which was initially mistaken for an infection. The patient was admitted to hospital as a result of the issue, and remained in hospital for 4 days.